Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that emergency medical services due to sever hypoglycemia on (B)(6) 2020 with blood glucose of 91 mg/dl. The customer was treated with food, glucose tablets and intravenous fluids. The customer's other blood glucose level was 27 mg/dl. Customer was unable to complete carelink upload. The device will not be returned for analysis.